Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the reported complaint. The usm was tested on a in-house system and failed normal mode with error 23094. Visual inspection found contamination and particulates on the insertion chipencoder virtual absolute (cva) printed circuit assembly (pca) and disk. The cva pca and disk were swapped with test parts, and the error was resolved. The unit passed direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/axes controller motor (acm) fan, and fiber test.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, error 23094 occurred. Prior to calling, the customer restarted the system and tried a new instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to restart the system with an emergency power off (epo), but the issue was not resolved. The tse suggested the customer disable the system¿s universal surgical manipulator (usm) and continue with only three usms; but, the customer stated it was not possible. The procedure was completed with no reported patient harm, injury, or adverse outcome. Isi followed up and obtained the following additional information: after the discussion with isi's tse, the customer proceeded with the three (3) usms. It was reported that this made it very difficult, but they managed. A malfunction of the usm was confirmed. Troubleshooting was performed before calling tse, and whilst on the phone with them. It was not possible to complete the troubleshooting as tse indicated that usm needed to be replaced. There was no patient arm or injury. The surgeon believed that reported event was due to a robotic arm fault. The usm faulted during the setup, whilst the instrument on the usm 1 was trying to be inserted. The system was inspected prior to the procedure and the robot was used the previous day; all fine and during the dry run in the morning, before the case. There were no issues with port placement and no outside influences, as the arm had plenty of room to move, with no obstructions/interferences. When tse advised the customer to reset the instrument and the drape; this occurred before instruments had entered the abdomen, but the arms were docked to the patient.